Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to component failure from normal wear and improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device was fully blocked, the pins of the cone sleeve had moved out of its position and did not pass the gauge test, all bearings were worn and bearings from the gear assembly had corrosion. The device also had component damage. It was further determined that the device failed pretest for check the pins length of the cone sleeve, check for free movement and oscillation frequency. It was noted in the service order that the device stopped working during an unspecified surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.